Event description:
It was reported that the customer was having issues with inserting their infusion sets and their blood glucose increased to over 500 mg/dl. The customer was inserting the infusion sets manually and the cannulas were not going in straight. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.